Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the catheter was broken. A direxion catheter was selected for use. When the packet was opened, the catheter was broken.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion hi-flo micro-catheter. The shaft was microscopically examined. The device showed 2 separations on the nickel shaft. The first one was at the strain relief and the 2nd one approximately 38cm from the strain relief. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was broken. A direxion catheter was selected for use. When the packet was opened, the catheter was broken.